Event description:
It was reported that a patient underwent a thyroidectomy procedure on (B)(6) 2025 and a suture was used. Everything went smoothly during the surgery. However, on (B)(6), during the postoperative reviews, the responsible surgeon reported the formation of a seroma, attributed to the use of the product. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes, did the patient require revision surgery or hardware removal? No, if no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? Seroma drainage, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide the specific operation performed. 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. What is the lot number? 7. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 8. Where was the surgicel used (on what tissue)? 9. How much surgicel was used during the procedure? 10. Was the surgicel product left in place? Was the excess irrigated and removed? 11. What was the onset date of the seroma? 12. Were cultures performed? If yes, results? 13. Has any surgical or medical intervention been performed in addition to the seroma drainage? 14. What is physician¿s opinion as to the cause of this event? 15. What is the patient¿s current status? 16. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h6. Health effect - clinical code, h6. Health effect - impact code the consequences of f26 and e2403 submitted in the initial have been removed. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.